Manufacturer narrative:
A1 patient identifier:(B)(6). B5 describe event or problem: updated. B6 relevant test/laboratory data: updated. E1 initial reported phone: (B)(6).

Event description:
It was further reported that the new conduction disturbance was noted post balloon valvuloplasty and is not related to the lotus edge valve. The event has been withdrawn. Respond edge study it was reported that complete heart block occurred. The subject was not on prior regimen of aspirin and other anticoagulants at the time of the index procedure. Prior to index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus edge valve. Successful re-positioning of the aortic valve involved partial re-sheathing of the unsheathed valve into a more accurate anatomical position, in accordance with the directions for use. On the day of index procedure, post transaortic valve replacement, the subject developed complete heart block. The subject was hospitalized for further evaluation and treatment. A new pacemaker was recommended. Four days later, a new pacemaker was successfully implanted. The event was resolved. The following day, the subject was discharged on warfarin.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that complete heart block occurred. The subject was not on prior regimen of aspirin and other anticoagulants at the time of the index procedure. Prior to index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus edge valve. Successful re-positioning of the aortic valve involved partial re-sheathing of the unsheathed valve into a more accurate anatomical position, in accordance with the directions for use. On the day of index procedure, post transaortic valve replacement, the subject developed complete heart block. The subject was hospitalized for further evaluation and treatment. A new pacemaker was recommended. Four days later, a new pacemaker was successfully implanted. The event was resolved.